Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and because the device malfunction was not reproduced during evaluation, the probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had not captured a picture. The issue was found during a diagnostic colonoscopy procedure during sedation with the device inside the patient. The procedure was completed with a backup device. There were no reports of patient harm.